Event description:
Customer reported lab to meter discrepancies on a pt. The pt compaired meter vs. Lab result=237/101; 181/62; 144/81; 105/56. Customer stated the lab drawn was within 15 minutes of the test. Treatment was not provided. No controls were used. A request for product replacement was made.